Event description:
Customer reported that she had unexplained high and low blood glucose. Customer was taken to the emergency room and was hospitalized two different times. Customer's blood glucose reading at the time of the emergency room visit for high blood glucose on (B)(6) 2013 was 274 mg/dl. Low blood glucose reading on (B)(6), 2013 was 43 mg/dl when paramedics arrived and 117 mg/dl at the time of hospitalization. Customer stated that she was in a car accident and she was the driver at the time of the accident. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.